Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had missed two pump refill appointments. It was noted that the hcp office had been calling the patient but had not yet been in contact with her. Per the representative the pump would be running the second week of november if it was not filled. No symptoms were reported; the patient was alive with no injury. It was unknown if the issue was unresolved. No further complications have been reported as a result of this event.